Manufacturer narrative:
The associated complaint device was not returned for evaluation. It was reported that an incorrect tibial baseplate was implanted in the patient. Therefore, the complaint appears to be not device related. A review of complaint history revealed no prior complaints for the listed batch with the same failure. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a surgical case a genesis ii tibial implant was restocked incorrectly with a journey tibia. It was not revealed to be the wrong implant until the end of the case when it was reviewed by the office staff, an inconsistency with the procedure code picked. In re-reviewed the implant stickers it was confirmed that the wrong implant had been implanted.